Manufacturer narrative:
A ge oec service representative investigated the issue and found that the isolation transformer needed to be adjusted for facility power input. The isolation transformer was re-strapped for proper function. The system was tested and found to be operating as intended and release to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system alarmed at the conclusion of a procedure and would not function. The system was removed for repair.